Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The pump functioned properly. The pump passed the dat test at 0.08789 inches. The pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 600+ mg/dl. The customer had symptoms such as nausea. The customer was hospitalized for diabetic ketoacidosis. The customer was treated at the hospital. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.